Event description:
It was reported to the MFR that the vns pt has been scheduled for generator replacement surgery due to an unk reason. Follow-up revealed that the pt has been experiencing an increase in seizure activity. The pt's generator's nearing end of service condition was believed to be the cause of the increase. It is unk if the increase is above pre-vns baseline level. There were no external factors that cause or contributed to the reported event. Medication changes were made but this did not help with the pt's seizure activity. Diagnostic tests performed on the pt's device revealed proper device function prior to replacement. The generator was replaced successfully. The explanted generator has been returned to the MFR for analysis. Product analysis is currently underway. Good faith attempts to obtain additional info regarding the reported event have been unsuccessful to date.